Event description:
It was reported that the device had reached elective replacement indicator (eri) and may have an "occult defect". The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was evaluated and it was found that the battery depletion was normal.